Event description:
Customer reported a hospitalization due to high blood glucose. She stated that she had not received any alarms and that the blood glucose had been as high as 479 mg/dl and later went up to 556 mg/dl. She reported symptoms of itchiness, nausea, vomiting, thirst and abdominal pain. Customer was treated with manual injection. She stated that the drive support cap appeared normal. She did find air bubbles and was assisted in priming them out. She stated that there were no leaks but that the bubbles had not moved. She stated that the basal rates and bolus wizard settings were correct. The insulin pump passed the high pressure test on the second try. She removed the infusion set and stated that the needle was not bent or occluded and that the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.